Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was depleting faster than expected. Tandem technical support reviewed the pump data and verified the pump battery depleted from 20% battery life to 1% battery life in approximately 40 minutes. Customer had elevated blood glucose levels (263 mg/dl). Customer delivered a bolus to address elevated bg levels.